Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A physician reported via phone call indicating the customer's insulin pump does not function as designed. The customer's pump would not deliver any insulin while trying to give the customer a bolus. The patient's blood glucose level was 218 mg/dl at the time of the call and was hospitalized the morning of (B)(6) 2015. The customer felt symptoms of nausea and vomiting. The mother got on the phone and stated that they do not want to perform a high pressure test, but stated that they will call back another time to further troubleshoot the issue.